Manufacturer narrative:
During the site visit, the field service engineer (fse) performed isa-205-022b and installed a degasser (non-abbott component) which resolved the issue. A review of the alinity I, serial number (B)(4) service history, found no contributing factors on or around the date of the complaint. Return testing was not completed as returns were not available. The alinity ci-series operations manual addresses operational precautions and limitations and provides probable causes and corrective actions for the troubleshooting of elevated concentration and erratic results, including bubbles present in the tubing; insufficient pipettor aspiration or dispense; inadequate dispense of wash buffer at the wash zones and pipettors; leaking syringe assembly or valves; and sample integrity. Furthermore, isa-205-022b, assay performance, water quality, fitting repair, provides suggestions for assay performance troubleshooting, water quality evaluation relating to dissolved gas, and instruction for replacement of face-seal type fittings if repair is necessary. Specifications for adding a supplemental degasser are provided. A review of the alinity I systems found no similar issues as described in this complaint. Based on the investigation no product deficiency was identified for the alinity I analyzer, serial number (B)(4).

Event description:
The customer reported falsely elevated alinity I hs troponin results on one male patient. The results provided were: sid336680807 on 23jul2019 initial = 24.4ng/l / 63.1ng/l / 24.5ng/l / 27.4ng/l (males = 34.2ng/l). There was no impact to patient management reported.